Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient obtained an error 1 message on her onetouch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged that the patient obtained the alleged error message ¿two weeks¿ prior to contacting lfs. The patient manages her diabetes with oral medication, diet and/or exercise. The reporter denied that the patient had made any changes to her usual diabetes management regimen as a result of obtaining the alleged error message. The reporter alleged that approximately two weeks after obtaining the alleged error, on (B)(6) 2015, at 1:00pm, the patient developed symptoms of ¿shaky [and] hot¿. The reporter also alleged that on (B)(6) 2015, at 1:00pm the patient consumed food and drink of ¿ice and cookie¿ to treat her symptoms. The reporter denied that any other device had been used to test the patient¿s blood glucose levels. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of an acute diabetes excursion after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have pcb contamination around battery bt2. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.